Event description:
Needlestick. Nurse gave an im injection. While engaging the safety barrel the barrel came off instead of engaging. MFR has been notified. Twelve more syringes were tested and five failed. Syringe will be returned to MFR.